Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 pocket c1, c3, d1 and d3 were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board connectors had seating issue due to which auxiliary full height drawer 7 rows c&d were off bus. A field service engineer powered off, reseated row board connectors for drawer 7 and passed in hardware test application. Pharmacy technician completed inventory of medications in drawer. Proactive inspections process was performed. The system functioned as intended after the field service engineer repaired the device.